Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that on an unknown date, intra-op, an implanted peek was found out of service and another peek was explanted partially, i.e., a part of the cage was explanted. The products came in contact with the patient. The products broke. It was reported unknown whether any fragment of the broken instrument remained inside the patient or not. Patient symptoms or complications as a result of this event were reported as unknown.

Manufacturer narrative:
Additional information: product analysis:macroscopic and optical inspection reveals fracture just past the ¿nose¿ of the implant, with a portion of the implant broken off and not returned for analysis, suggesting impact with hard material during insertion. Microscopic examination of inserter interface posterior nose identified crack emanating at the implant inserter interface. The location and nature of the fractures suggest brittle overload during implantation as the mechanism of failure.